Manufacturer narrative:
Evaluation summary: the analysis showed that the instrument was received in good visual conditions and with a cartridge loaded in the instrument. The cartridge was received partially fired and with no damage to the cartridge lock out tab. When tested for functionality, it was noted that the staple line was not complete, in addition the cut was noted to be jagged due to knife with nicks. The instrument was disassembled to verifty the condition of the internal components; the firing trigger teeth were found damaged, the left shroud pinion axle support broken and the short rack teeth damaged. Cartridge batch# y5fl68

Event description:
It was reported that during a gastric bypass procedure, the device did not transect the jejunum on the first firing. Staples formed, but blade did not cut. The procedure was completed with another device. No patient consequence.